Manufacturer narrative:
The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number of the suresound. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot record was reviewed for the suresound device and were confirmed to be within specified limits. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is received a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2011-00138. Nine days following an uneventful novasure endometrial ablation (done on (B)(6) 2011) the patient returned with "fever and abdominal pain". The patient had a hysterectomy on (B)(6) 2011. The patient was discharged on (B)(6) 2011. On (B)(6) 2011, it was reported that the pathology report indicated "cervix unremarkable. Endometrium - secretory with hemorrhage and inflammation and was remarkably ragged and friable upon examination. Myometrium - serosal hemorrhage". On (B)(6) 2011, the nurse reported "the patient is doing well". We have been unable to obtain additional information surrounding this event.